Manufacturer narrative:
Title high fever after radiofrequency ablation of hepatocellular carcinoma source gastroenterology (e3¿e4), 2018. Article number: 155. If information is provided in the future, a supplemental report will be issued.

Event description:
The attached literature reference reports a (B)(6) year-old male patient was being treated for hepatocellular carcinoma. One day after rfa treatment with the cool-tip rfa system, the patient experienced, dyspnea, a high fever, shivering and his white blood cell count and c-reactive protein were drastically elevated. Subsequent CT scanning revealed a gas-forming pyogenic liver abscess (gpla), diagnosed as gpla owing to clostridium perfringens identified in blood culture. It was reported the patient was admitted to the ICU and received IV antibiotics. The patient was discharged in good condition 36 days after rfa treatment.